Event description:
Information was received that reported, the patient was hospitalized in early 2009, due to an incident of hypoglycemia. The rptr states that the same day, the patient became unresponsive and had a blood glucose of 18mg/dl. Paramedics were summoned and she was transported to the hospital. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.